Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020-, information was received from an healthcare professional (hcp) regarding a patient receiving dilaudid (2 mg/ml, 0.2 mg/day) and bupivacaine (1 mg/ml, 1 mg/day) via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported the patient had an MRI due to experiencing altered mental status. The patient was admitted last night ((B)(6) 2020), which is when the symptoms began. They programmed the pump to stopped pump pre-MRI last night and wanted to re-program it to the previous dosing, but could not locate that information via the 8840 programming so they were assisted with dosing information on the call.